Manufacturer narrative:
Submit date: 01/03/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with an epump. The customer states the unit is damaged, lcd was shattered and no information because of damaged.

Manufacturer narrative:
After review of the event details and service record triage and findings, it has been determined that the initial report was sent in error; there were no reportable malfunctions related to this event. No further reports will be forwarded. If information is provided in the future, a supplemental report will be issued.